Manufacturer narrative:
A getinge field service technician was sent out to perform initial investigation. The technician confirmed that the belts were broken. Service works are not finished yet. A supplemental medwatch will be submitted after new information has been received.

Event description:
In (B)(6) it was reported that the hl20 arterial pump suddenly stopped rotating and alarmed error head during perfusion case (re-warming phase). The perfusionist reset the pump and tried again but with the same error. He then proceeded to hand crank the pump for 8 minutes until the patient was stabilised at which point a replacement rpm was swapped into position and the case was completed without further incident. No patient harm was stated.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The device was manufactured in 2019. Device history record review requested on 2019-10-30. The DHR of the hl 20 (material: 70104.3284, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2019-11-11. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The investigation was performed in the life cycle engineering (lce) in rastatt. The investigation report was provided on 2020-05-28. According to lce report#(B)(6) the investigation was performed as follows: visual inspection: both belts were completely torn and in addition, they have breaks in the profile wedge at several points. On new belts, the rib profile is on the outside and the wedge on the inside. Both investigated belts are twisted so that the wedge lies on the outside. This indicates that both belts have twisted around their longitudinal axis during operation. This leads to the wedge profile being overstretched and breaking, since it is not designed for this type of load. The following causes can be considered as the cause of the twisting: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. The reported failure "error head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.